Event description:
My son complained of some burning and stinging sensation at night when he was using the malem bedwetting alarm. I noticed that indeed the alarm back part was hot, very hot and I removed it. This happened only 45 minutes after the batteries were placed inside the alarm portion. The heat was excessive and could have burnt a child. I removed the batteries and tried a fresh new set, but same thing happened. The problem is in the alarm unit as it is a dangerous product for young children.